Event description:
The customer called back to perform the high-pressure test upon receiving a clamp. The customer's blood glucose reading was 230 mg/dl. Troubleshooting was performed, and the device did not alarm. Assisted customer to change the set and the reservoir to perform the high pressure test, but the device alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed no delivery outside spec range during the occlusion test as a result of a faulty force sensor. Also, the device alarmed motor error due to cracked flex trace.